Manufacturer narrative:
One cadd ms3 ambulatory infusion pump was returned for analysis. The investigation could not verify the reported issue. The software was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump lost its programming. There were no injuries or adverse events reported.